Event description:
It was reported that stent damage, deployment issues and balloon pinhole occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The lesion was predilated using a 2.50mmx20mm non-bsc balloon catheter. A 2.75mmx38mm promus premier¿ stent delivery system (sds) was selected; however, the device was unable to cross the lesion. The sds was removed. A 2.75mmx20mm non-bsc balloon catheter was advanced; however the balloon ruptured. The 2.5mmx20mm non-bsc balloon catheter was reinserted and inflated it. A 6f non-bsc guide catheter was inserted. The 2.75mmx38mm promus premier sds was reinserted. The physician tried to deploy this device; however a pinhole was noted at the proximal end of the balloon. The end of the stent was deployed but the middle of the stent was not deployed. The sds was removed and the middle of the stent accordioned. A 30mmx20mm non-bsc balloon catheter was then advanced to further expand the stent and restore flow. The stent does not fully cover the lesion due to the deformation. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. On initial visual analysis the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however a pinhole was identified at the proximal end of the balloon; at the balloon cone. On microscopic examination, the pinhole was evident proximal to the proximal edge of the crimped stent (at the proximal balloon cone). The type of damaged evident on the balloon would indicate that the balloon wall was breached during an attempt to inflate inside the patient. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage, deployment issues and balloon pinhole occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The lesion was predilated using a 2.50mmx20mm non-bsc balloon catheter. A 2.75mmx38mm promus premier¿ stent delivery system (sds) was selected; however, the device was unable to cross the lesion. The sds was removed. A 2.75mmx20mm non-bsc balloon catheter was advanced; however, the balloon ruptured. The 2.5mmx20mm non-bsc balloon catheter was reinserted and inflated it. A 6f non-bsc guide catheter was inserted. The 2.75mmx38mm promus premier sds was reinserted. The physician tried to deploy this device; however, a pinhole was noted at the proximal end of the balloon. The end of the stent was deployed but the middle of the stent was not deployed. The sds was removed and the middle of the stent accordioned. A 30mmx20mm non-bsc balloon catheter was then advanced to further expand the stent and restore flow. The stent does not fully cover the lesion due to the deformation. No patient complications were reported.

Manufacturer narrative:
Date of this report corrected from 09/17/2014 to 09/16/2014. (B)(4).

Event description:
It was further reported that no actions were taken to cover the portion of the lesion that was not covered. The physician decided to leave the portion uncovered.

Manufacturer narrative:
Device is combination product. (B)(4).